Event description:
During a tran-urethal resection of the prostrate, a 27fr. Continuous flow resectorscope lost its white plastic end. Physician noticed was retrieved from the bladder small chip not found.

Event description:
Tip of resectoscope inner sheath separated in pt on 5/14/96, small chip not fiund; second incident on 7/15/96.